Manufacturer narrative:
(B)(4) the customer replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device, upgraded the software to the current revision and performed extended self-testing. All tests passed.

Event description:
It was reported that while in use on a patient the upper screen of the ventilator was erratic and unreadable. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.